Event description:
Physician was inserting 6fr ureteral stents and stent broke. All pieces were retrieved and 5fr ureteral stents used. Pt came to operating room to have a broken stent removed from his urethra. Procedure was done successfully. Portion of stent has been saved and labeled and will be sent to MFR.